Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) due to low blood glucose (bg) levels drooping down to 32 mg/dl while wearing the pod between 36 and 48 hours on the arm. At the hospital, the patient was placed on an intravenous therapy of fluids, and given icing to eat. The patient was released a few hours later.